Manufacturer narrative:
Engineering analysis: the sample was removed from the bio-hazard bag and inspected to determine the cause of the complaint. On initial inspection the stent was no longer on the balloon. The stent had a slight curve to it and had been deformed on the distal and proximal ends of the stent. There were no signs that the stent had been attempted to be deployed. The balloon also had a curve to it and was still in the folded position. The returned device balloon surface was evaluated to determine if the stent was crimped properly during manufacturing. The crimped stent impressions were clearly visible indicating that the stent was properly crimped during manufacturing. The case details indicate that the target sight was the superior mesenteric artery. The details also indicate that the angle was steep and calcified and not pre-dilated prior to advancing the icast into position requiring the physician to remove the icast back through the introducer sheath. The icast instructions for use caution the user to the following: do not attempt to pull an unexpanded stent back through the bronchoscope or endotracheal tube; dislodgement of the icast covered stent may occur. In this case it was an introducer sheath. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm). Manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all (B)(4) quality inspection samples passed this final inspection without any non-conformances noted. Conclusion: based on the details of the event and the successful lot qualification test, data atrium can find no fault with the device and or lot of stent delivery systems in question.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
After attempting to advance the stent to the target the physician decided he needed to predilate the superior mesenteric artery lesion. He pulled the stent delivery catheter back out through the sheath and it dislodged from the balloon.